Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that the pump was no exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer's blood glucose level was 93-101 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.